Event description:
It was reported that the insulin pump display was blank. The battery was replaced and customer received a motor error. The blood glucose reading is 278 mg/dl. Customer has treated with a manual injection. Customer has received two motor error alarms, customer requested that insulin pump is replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored. All operating currents tested within specified range. No blank display, unexpected low battery alarms or unexpected off no power alarms noted. Unable to prime during prime test and motor error alarmed during basic occlusion test due to loose drive support disk. Motor tested ok.